Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to unstable angina. The 90% stenosed and 8mm long target lesion was located in the distal left circumflex (lcx) artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x12mm ion stent, which resulted in a grade b dissection in the lcx. The physician treated the vessel dissection by placing a 3.0x16mm ion stent, resulting in 0% residual stenosis. No other patient complications were reported and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Catalog/model # corrected from 39024-1630 to 39024-1235. Device lot number corrected from 14815985 to 14920248. Device expiration date corrected from 27-mar-2013 to 04-may-2013. Device manufactured date corrected from 01-dec-2011 to 10-jan-2012. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to unstable angina. The 90% stenosed and 8mm long target lesion was located in the distal left circumflex (lcx) artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x12mm ion stent, which resulted in a grade b dissection in the lcx. The physician treated the vessel dissection by placing a 3.0x16mm ion stent, resulting in 0% residual stenosis. No other patient complications were reported and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).